Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system had delivered an inappropriate shock to the patient. Noise was noted on the rate-sense channel which resulted in an inhibition of pacing.